Manufacturer narrative:
UDI - not required for the reported product code. Expiration date - - unknown due to unknown lot number. Lot number - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. 510(k): k923607 and k926214. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the retention sample. Reproductive testing was performed on a current guidewire sample. It was inserted into a metallic material and withdrawn from it. The urethane outer layer was sheared off the core wire semi circumferentially, where the core wire was exposed. The surface of the cross-section of the sheared urethane outer layer was found to be in the smooth state. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the complaint file. The IFU states: do not manipulate/withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the urethane outer layer was sheared off the actual sample when the actual sample was subjected to a withdrawing manipulation through the involved metal needle in the state of the actual sample having contact with it. However, with no return of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that an abdominal drainage was placed in the patient on (B)(6) 2019. On (B)(6) 2019, when the drainage tube was withdrawn, in the x-ray image, the doctor noticed the presence of a foreign substance remaining in the body. He remembered that he used a guidewire of this product code in combination with a metal needle on (B)(6) 2019. He did not notice the shearing of the urethane outer layer. The sheared fragment of the urethane outer layer remains in the patient's body and will not be retrieved in the future.